Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: cam position: engaged/disengaged; disengaged. Cartridge batch number; not returned. Cartridge position; not returned. Drivers present in cartridge; na. Firing knob position: back/partial; part back. Gapspace pin condition; na. Hook latch position: open/closed; closed. Instrument halves: joined/separate; joined. Knife condition; small nick. Staples present? Formed/unformed; no. Swing tab position: locked/unlocked; na. Functional tests & results: instrument safety lockout properly, staple heights conforming, staples fire properly, and staples form properly; yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the cartridge was not returned. Therefore, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge. It fired and formed all the staples as designed with no difficulties noted. Additionally, the staple heights and staples formation were measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident.

Event description:
Device was used for an upper lobe, right lung procedure. It was reported by the affiliate the surgeon transected the upper lobe using the tlc75, the device was fired four times. It was noticed tissue similar to tearing. The tissue being compromised resulted in significant air leakage. The air leak was stopped by using sutures and other agents. This resulted in extending the procedure two hrs.